Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported during a novasure endometrial ablation on (B)(6) 2015, the patient experienced a vasovagal reaction approximately 30 seconds into the procedure. The patient woke up and stated "she has a history of fainting due to pain and stress". No intervention was required. The procedure was aborted.